Event description:
Customer reported receiving an error alarm on the insulin pump. Customer also mentioned receiving a motor error alarm during prime. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Unable to confirm the error or alarms due to erased history file. The motor was tested outside the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The unit was received with cracked case at the display window corners, reservoir tube lip and battery tube threads, minor scratched display window, and shifted end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.